Event description:
The account generated a cell-dyn 1700 hemoglobin = 7.7 g/dl on a patient who repeated with a hemoglobin = 13.0 g/dl at another laboratory. The original specimen was retrieved from storage and tested again with a cell-dyn 1700 hemoglobin = 12.7 g/dl. Service replaced a leaking sample probe which had a hole near the top of the wash block on the cell-dyn 1700 analyzer. No impact to patient management was reported.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - there was a hole in the sample probe at the top near the wash block. Replaced the leaking probe and issue was resolved. The investigation consisted of a review of the complaint text, review of labeling, and review of tracking and trending. A review of complaint history for the cell-dyn 1700 found no other complaint related to the reported issue. A review of the cell-dyn 1700 operators manual, troubleshooting and diagnostics, provides basic troubleshooting information for problem identification, isolation and corrective action. A review of tracking and trending did not indicate any adverse trends. Based on this investigation, no product issue was identified for the cell-dyn 1700 for the reported issue. This is a final report.